Event description:
It was reported that while is use with a patient, there was a blood leak. The blood leakage occurred when the hotline gas vent was used. Adverse effects are unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other: d4 UDI (B)(4). Device evaluation: we received one sample for investigation. Visual and functional inspection performed; blood stains were identified on the product during visual inspection. During leak test no leaks were identified and device worked as expected. Customer's reported complaint not confirmed during investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).